Manufacturer narrative:
Risk manager reported that the surgeon activated the cautery device next to gauze sponges, prior to moving the cautery device by the patient, and noticed the corner of a gauze sponge caught fire. The surgeon dropped the sponge on the floor, poured water on the sponge and extinguished the fire. The incident occurred during a procedure; however the patient was not under anesthesia longer than expected and there was no report of any adverse patient consequence or effect on the patient's stability as a result of the incident. There was no serious injury, follow-up medical care or medical intervention required. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
Surgeon activated the cautery device next to a gauze sponge and started a fire.